Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports getting a false negative dat result during validation testing when using anti-igg gel card lot# 020817001-08 exp 11/27/17. Testing was performed using an edta cord blood sample that was later identified by a reference lab as having anti-a eluted from the red cells. Customer has no information regarding the qc results on day of testing since it was tested more than a month ago and she cannot locate the records. No harm was done since the she had previously reported out that the initial results of dat were positive which was obtained by their tube method procedure using anti-igg, c3d antisera. Issue started on: (B)(6) 2017. Frequency: isolated. Incubation time (for manual test only): immed spin . Reaction grade obtained: neg . Customer was expecting: pos. Test repeated: no. Customer was unable to discuss qc and was not aware of how to perform it for the dat test. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU . Tsc reviewed the instructions for use; customer could not explain how their testing was performed in detail and requested for procedure to be sent. Tsc emailed the instructions and she confirmed receipt.